Event description:
Device history record was reviewed and nothing related to the reported event was observed. Several air in line alarms were found during device log review but those data's are insufficient to confirm the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during visual check. Functional tests related to air detection were carried out but failed with a check air / installation set alarm when loading the tubing set which confirms the reported event. As per technical manual the air sensor was replaced and sent to brézins for further investigation. The part was mounted on a test bench for cross-testing. Several tests were carried out including air bubble detection and all performed successfully without any technical alarm. However a drift of the value of the air detector with water was noted during test 14. This value for "water in line" was below the required level which could be the cause of the reported event. There is an open CAPA addressing this issue. To our knowledge no patient consequences have been reported. This complaint is valid. Action was initiated for this event as per our local procedures and complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Defective air sensor (maintenance light flashing, tubing would not register).